Event description:
The 840 ventilator stopped ventilating while in use on a pt. The ventilator alarm as expected and the pt was safely removed and placed on a different device. The nellcor puritan bennett customer support engineer (cse) verified the error codes in memory that substantiate the customer's claim.